Event description:
Patient lifting weights and felt a pop in the penile implant. This created a hole where input tubing and cylinder met. The patient received a second penile implant on 5/7/92. The manufacturer's rep. Instructed nursing persnnel to discard the device because they were unable to clean it free from blood. The device was disposed ofinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, other. The device was destroyed/disposed of.